Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two months post implant, the patient experienced syncope and dizziness. It was also noted that suspected electrocardiogram (ECG) malfunction was noted on the leadless implantable pulse generator (ipg). The leadless ipg remains in use. No further patient complications have been reported as a result of this event.